Event description:
It was reported that the lead dislodged during implant due to patient anatomy. The lead was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.